Event description:
The user facility reported that facility had attached a scavenger line to the gas outlet port of the oxygenator to use forane and that when the surgeon removed the clamp off the arterial line, blood started to flow backward into the oxygenator. Subsequently, the perfusionist reported that blood appeared to be coming out of the gas outlet port of the oxygenator. The unit was changed out without complication and the reported blood loss due to the change out was estimated at 200 cc. The pt is reported to be ok and did not require add'l treatment related to this event.